Event description:
Pt. Turned on left side-noted blood on pillow, medical #1, 14ga part of quad lumen separated from point of entry-no sharts known to have been used since insertion (done in or by md/checked for placement by x-ray). Reported to manufacturer rep on 5/6/94. Cath changed out by md - no patient impact.invalid data - regarding single use labeling of device. Patient medical status prior to event: invalid data. Invalid data - regarding multiple patient involvement.invalid data - on device service/maintenance. No data - regarding date last serviced. Service provided by: invalid data. Invalid data - service records availability.invalid data - regarding whether event presents imminent hazard. Invalid data - whether device used as labeled/intended.device was not evaluated after the event. Method of evaluation: no data. Results of evaluation: no data. Conclusion: no data. Certainty of device as cause of or contributor to event: invalid data. Corrective actions: no data. Invalid data - on device destroyed/disposed of status.